Event description:
It was reported that on may 24, the c-arm turned upside-down on its own, though no one witnessed it. A field engineer examined the devices and found that there was a stuck rotational switch behind the detector. The field engineer tightened the rotational switch verified all vta travel operations and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that the c-arm turned upside-down and drifted downward, without a valid command and error codes were displayed. An error occurred and mentioned a rotary switch. The field engineer (fe) found that the rotary switch behind the detector was stuck. The fe tightened the rotary switch and verified all vta travel operations. No patient or user injury was reported. A review of this device history showed the issue returned on august 29, 2024. The fe was dispatched to the customer site and adjusted the lever to prevent it from sticking. The rotary switch was not replaced; therefore, no parts were returned for further investigation. The rotary switch was 4131 days old at the time of the adjustment. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for 81001132022 showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies related to the rotary switch. The rotary switch was installed on this gantry with no issues noted. System product code: sdm-00001-3d. Serial number: (B)(6). System manufacture date: january 31, 2013. System installation date: february 5, 2013. Unique device identified (UDI): (B)(4).